Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). After a successful implantation, transesophageal echocardiogram revealed a small thrombus on the threaded insert of the closure device. An attempt was made to aspirate the clot but was unsuccessful. The patient was administered heparin intravenously post procedurally and not given protamine. No patient complications were reported and the patient was discharged three days post procedure.